Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that following the implant of an artificial urinary sphincter, the patient failed a trial of void. The catheter was removed and reinserted, but still no flow. A flexible scope was used on (B)(6) 2022 and revealed a damaged urethra, which was not seen intraoperatively. It was suspected the damage may have been caused by the balloon on the catheter might have not been fully deflated prior to removal. The patient also experienced urinary incontinence. The cuff was removed and the tubing was plugged. The patient was expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported urinary retention, incontinence, urinary and injury could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. . Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Urinary retention, incontinence, urinary and injury are documented as adverse events. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of urinary retention, incontinence, urinary and injury could not be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse events of urinary retention, incontinence, urinary and injury are known risk of the device. The causes of the urinary retention, incontinence, urinary and injury were not established by physician, although urinary retention, incontinence, urinary and injury are included in the labeling documentation as adverse events of the surgical procedure of implanted device. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that following the implant of an artificial urinary sphincter, the patient failed a trial of void. The catheter was removed and reinserted, but still no flow. A flexible scope was used on 10feb2022 and revealed a damaged urethra, which was not seen intraoperatively. It was suspected the damage may have been caused by the balloon on the catheter might have not been fully deflated prior to removal. The patient also experienced urinary incontinence. The cuff was removed and the tubing was plugged. The patient was expected to fully recover.